Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in back up mode due event queue overflow. Programming changes were performed. There were no patient consequences.